Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5156032. Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the right atrial lead exhibited low pacing impedance, noise oversensing and a suspected insulation breach. No intervention was reported. No patient consequences were reported.